Event description:
Correction: it was previously reported that technical service communicated the log file appeared to have a formation coming in contact with the motor, however, technical services actually communicated that there were two possible things that could be causing the low speed advisories, the first being something coming in contact with the rotor, and the second being an issue with the driveline. The patient's labs were reportedly normal so the driveline issue was pursued further. Additionally, it was also previously reported that the patient had additional driveline fault alarms and high power events while connected to a grounded cable and then had a driveline repair performed. The additional driveline fault alarms and high power events occurred after the driveline replacement was performed. Log files showed that the fault was caused by an issue with phase a which was also causing the faults before the repair. Additional information: the patient was discharged home on (B)(6) 2019 and continued to be monitored as an outpatient.

Manufacturer narrative:
Date of birth and description of event or problem: correction. Description of event or problem, device identification and device manufacture date: additional information. Concomitant medical products and device evaluated by MFR: the pump was not returned to the manufacturer, however, a portion of the external driveline was returned and evaluated manufacturer's investigation conclusion: the evaluation of the replaced external portion of the patient¿s driveline did not confirm an issue that could have contributed to the reported low speed events or driveline fault alarms. However, based on previous complaint history, the events and alarms captured in the submitted log files appeared to be consistent with a potential driveline compromise. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Evidence of a previous driveline repair was observed approximately 16¿ through 17.5¿ from the metal connector. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The bionate layer revealed one area of discoloration approximately 17.5¿ through 19¿ from the metal connector, but showed no signs of damage. One area of minor breakdown was observed in the metal braided shield at the base of the metal connector. An area of discoloration was also observed in the shield approximately 17.5¿ through 19¿ from the metal connector. The silicone jacket, bionate cover and metal braided shield were carefully removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. If the device is returned at a later date, this investigation will be reopened to include the evaluation of the pump. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The may dl repair was previously repair under MFR # 2916596-2019-02316. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced low speed advisories and driveline fault alarms. The patient previously had a driveline repair performed in (B)(6) 2019. Log file analysis confirmed low speed advisories. Technical service communicated the log file appeared to have a formation coming in contact with the motor. X-ray images noted areas of the driveline that were of concern. The patient had additional driveline fault alarms and high power events while connected to a grounded cable. The patient had a driveline repair preformed. It was reported under product exchange that the patient underwent pump exchange on (B)(6) 2019. No further information was reported.